Manufacturer narrative:
B3 date of event: aware date was used as event date as actual event date was not known or provided. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed as part of a clinical study, and a watchman flx pro closure device was implanted in (B)(6) 2025. The implant was unremarkable, and the patient was randomized to aspirin for the study. The patient was discharged. At the routine 45-day follow up computed tomography (CT) imaging showed a thrombus on the closure device. The patient was placed on eliquis. A couple weeks later, on an unknown date, the patient fell and hit their head causing an intracranial hemorrhage. The patient is currently recovering and improving from unknown deficits. No further information was provided from the facility/physician.